Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09/13/2019. The product support engineer (pse) the service engineer (se) inspected the device and verified the reported issue. The se found that the led turned off due to the vibration of the button operation. The se replaced the power switch overlay to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the power light emitting diode (led) on a v60 ventilator would turn off due to contact failure. The ventilator was not in use on a patient at the time of the reported event.